Event description:
Physician delivered 2 resolute integrity drug eluting stents to a diffuse lesion in the rca with a thrombotic occlusion without pre/post dilatation which resulted in 0% stenosis but thrombosis was observed. Thrombosis was aspirated and treated with non medtronic stent implant. Patient recovered. Comment from the physician it was an emergency case due to ami, loading time of drugs might be too short. Hit(heparin-induced thrombocytopenia) was also considered as a reason of thrombosis on rca#1; it was not due to resolute integrity stents.

Manufacturer narrative:
Evaluation results: predisposed to event ¿ (patient presented with thrombotic occlusion). Inherent risk of procedure ¿ (stent thrombosis). No results available since no evaluation performed - device or procedural images not provided for review. Evaluation conclusions: inherent risk of procedure ¿ (stent thrombosis). Device failure related to patients condition¿ (patient presented with thrombotic occlusion). (B)(4).